Event description:
During an esophagogastroduodenoscopy (egd), two (2) cook disposable hemostasis clips were used. The first clip was difficult to open for attachment to the tissue site. The clip felt spongy and there was no tactile feedback that should be expected. With incredible difficulty, the clip was able to open and close onto the tissue site however the physician then wanted to reopen the clip to reposition. The physician was unable to reopen the clip. The clip was released from the deployment device in this position. Some difficulty was experienced during clip release. See MDR 1037905-2012-00437. A second clip was used and the same difficulty was experienced. See MDR 1037905-2012-00438. The procedure was finished without any further clipping. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described due to the condition of the returned product. The device was returned with the clip deployed. The clip was unable to be returned. The drive wire is functional with handle manipulation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Instruction for use states to uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective acton: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.